Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. The lesion being treated was located in a severely calcified artery. The 3.5x12mm nc quantum apex monorail balloon catheter was advanced to the target lesion when the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.